Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 the receiver displayed err hwwt. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot due to the receiver not communicating with the pc. Receiver log download and functional testing were unable to be performed due to the receiver not communicating with the pc. The receiver case was opened, the internal inspection failed due to moisture damage. Confirmation of the allegation and a root cause could not be determined.